Manufacturer narrative:
Additional information: b5: updated procedure details. Device evaluation: d10 & h6: investigation results indicate that contact with metal during use, along with the application of a bending moment could have caused these blades to fail. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control." The quality investigation is complete.

Event description:
It was reported that during a commmando surgical procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.